Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not returned; however, photos were provided for evaluation. After performing visual inspections of the photos, it appears the tube is kinked however, it is not possible to confirm the reported issue based on the photos alone. The physical sample is required to assess and confirm the reported issue. An investigation was carried out with the multifunctional team. All processes were reviewed. All processes and controls were found to be properly followed, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Based on all available information, the issue reported was not confirmed and an action plan is not considered necessary at this time. The current process is executed in accordance with product specifications that meet quality acceptance criteria. We will continue to monitor the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Additional information was received from the initial reporter. Based on the information received, the following sections were updated: added additional incident information to section b5 describe event or problem; added patient information in section a; added 4629 device revision or replacement in section h6.

Event description:
The customer reported that the tube kinked while the user was inserting the tube into the patient. No patient injury reported. Additional information received from the customer on 13-oct-2021 stated that the nj feeding tube was inserted on (B)(6) 2021, but was found to be kinked at the level of the side holes seen on xray on (B)(6) 2021. They consulted with the interventional radiologist to adjust the position of the tube, but they were unable to pass the guidewire through the kink area. A new tube was placed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tube kinked while the user was inserting the tube into the patient. No patient injury reported.